Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Name of procedure: transabdominal hysterectomy; pubovaginal sling procedure;posterior colporrhaphy. Pre-operative diagnosis: stress urinary incontinence; rectocele. Post-operative diagnosis: stress urinary incontinence; rectocele. A pubovaginal sling procedure was performed on (B)(6) 2008. Pre and post-operative diagnosis: stress urinary incontinence. On (B)(6) 2012 the patient visited the doctor for recurrent uti. The patient has a history of recurrent urinary tract infections which have been recurring for approximately a year. The last infection was one week ago. There have been approximately 5 infections in the last 6 months. The infections are usually manifested by frequency of urination, suprapubic pain, and urgency with urination. On (B)(6) 2012 the patient visited the doctor for flank pain. There is upper right abdominal pain. The patient stated when she bends forward she felt something move. On (B)(6) the patient visited the doctor for recurrent uti. The patient noted a post-coital increase in uti and symptoms. She has nocturia 1x.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: stress urinary incontinence; rectocele. Post-operative diagnosis: stress urinary incontinence; rectocele. Name of procedure: transabdominal hysterectomy pubovaginal sling procedure (pelvicol); posterior colporrhaphy. Surgery on (B)(6) 2008 performed by dr. (B)(6). Pre and post-operative diagnosis: stress urinary incontinence. Name of procedure: pubovaginal sling (tvt-o). At this time a tvt system, product no: 810081, lot: 3195457 was implanted. Surgery on (B)(6) 2013 pre and post-operative diagnosis: reflux esophagitis. Name of procedure: laparotomy robotic assisted nissen fundoplication. Office visits for uti: (B)(6) 2012; and (B)(6) 2014. Office visit for flank pain: (B)(6) 2012. Medical history: 4 pregnancies, 3 vaginal deliveries; menopausal. Significant history family history: father positive for heart disease and kidney disease social history: she does not smoke or use any tobacco products allergy: aspirin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.